Event description:
The customer reported to olympus that they were not able to blow air or feed water through the subject device. The issue was observed when preparing the device for use, prior to an unspecified procedure. The intended procedure was successfully completed using another endoscope. There was no patient or user impact reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water channel and nozzle were clogged with foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
During inspection and testing of the returned device, the foreign material was not able to be removed from the nozzle or the air/water channel. In addition, service found that due to damage on switch #1, the switch could not be pressed down smoothly. The flexibility adjustment ring, the grip, the forceps channel port, the switch box, the video connector case, and the electrical contact of the video connector were scratched. The suction cylinder, the right/left knob, the mount case unit, and the light guide connector were discolored. The up/down knob was dirty. Due to wear of the angle wire, the play of the up/down and the right/left knobs were out of specification. Due to wear of the angle wire, the bending angle in the down direction did not meet specification. The distal end cover was chipped. The coating of the connecting tube was peeling. The investigation is ongoing. If additional information is received, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle and channel were clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. The nozzle and channel were not reported to have been deformed or broken and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.